Event description:
According to the distributor's report, the pt had a laceration between the eyebrows closed with the device. During application, some of the adhesive contacted the pt's eye and sealed it shut. Vaseline was used to open the eye. No further info is reported.